Manufacturer narrative:
(B) (6). (B) (4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported that during a stenting procedure, a stent dislodgement occurred. The 99% stenosed target lesion was located in the severely calcified renal artery. An unknown guide wire was advanced to the lesion with difficulty and a non bsc 6fr guiding sheath was also utilized for support. The 6.0x20x75cm express biliary ld premounted stent system was then advanced over the wire. The guide wire moved out of position and they were unable to keep it in place. The physician opted to continue advancing the express stent delivery system (sds) without full support of the guide wire. The stent became dislodged from the sds while attempting to cross the lesion. Using a retrieval snare, the stent was able to be removed from the patient without issue. A second attempt was made to cross the lesion with a different, unknown guide wire; however it was unsuccessful and the procedure was not completed. There were no additional patient complications reported and the patient¿s condition was reported as ¿ok¿.